Event description:
No additional information.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: three photos along with the physical sample were provided to our quality team for investigation. Through visual inspection, the claws of the protector are observed to be cracked. A device history review was performed for lot 2401128, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Three retained samples of the same lot were used for additional evaluation. The product was visually inspected and no damage or other defects were identified. Functional testing was performed, connecting the protectors to a vial according to the instructions for use. In all cases, the protectors were successfully attached without issue and no damage occurred to the protector. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Results were reviewed for the reported lot and no issues were identified. Based on our investigation, we could not identify an issue related to our manufacturing process at this time. It is important to follow the instructions for use when using the phaseal device to ensure they function as intended, including verification of the proper vial size. The m12 assembly fixture is recommended to ease the connection of the protector onto the vial and must be used in a slow and consistent motion. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
This is a complaint about cracked solus. According to the customer report protector solus broke during preparation. One before use (actual item available), the other (unrecoverable due to connection to investigational drug). Customer requester for a preventive measure to avoid this kind of breakage.